Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer failed to release. Customer manually released the drawer, while releasing the drawer, the drawer produced a spark. Customer reported no patient involvement. Patient or user harm was not reported. This event is recorded on complaint number: (B)(6). A technical support specialist followed customer's special handling procedure: "do not open service orders for this site. Open a case and contact biomed department email including site ID, station name, department, person name & phone number/extension & problem details. Biomed does not have access to axeda, cmft etc. Websites. Once tsc dispatches biomed, tsc can close the case. No follow up needed with biomed techs."

Event description:
Customer reported that a pyxis medstation es system drawer failed to release. Customer manually released the drawer, while releasing the drawer, the drawer produced a spark. Customer reported no patient involvement. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es system drawer failed to release. Customer manually released the drawer, while releasing the drawer, the drawer produced a spark. Customer reported no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2020 to 18-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed to release. A field service engineer reseated the cubie pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.